Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Visual inspection noted the battery data was analyzed. The battery was in a permanent failure state for cuv (cell under voltage) and was permanently disabled. It was reported that the handle does not initialize. The reported issue was confirmed. The most likely cause could not be established from the information available. This issue can occur if the handle is left in a low voltage state for an extended period of time. The evaluation detected an unreported condition: analysis of the system logs showed evidence of multiple field programmable gate array (fpga) reset/reprogram failures and also showed a battery 1-wire authentication error resulting in an error when the clamshell was connected. The battery 1-wire not authenticating successfully was due to the 1-wire chip not functioning properly. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the handle was put into the charger it was flashing green initially but flashed red after. In addition when the handle was removed from the charger it did not start up. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient involvement. Medtronic's initial evaluation of the incident is that analysis of the system logs found that the handle went to sleep off the charger with 88% rsoc. The battery charge was not recorded in the logs after due to the battery depleting below operable levels resulting in a permanent failure for cuv being tripped.